Event description:
The hearing aid (h/a) dispenser reported that the hearing aid user experienced discomfort and minor bleeding due to rubbing in the ear canal when removing the hearing aid from their ear.